Manufacturer narrative:
As reported by the sapphire study the patient had a stroke the same day as his index procedure. This is an (B)(6) male who was enrolled in the sapphire study for carotid stenting. The patient has severe extracranial carotid disease on the right with history of right hemispheric stroke. The patient initially began having difficulties approximately three weeks prior to the index procedure. He noted left-sided weakness and numbness. He recovered from this and carotid duplex demonstrated severe carotid disease in the right and he presented now endovascular repair. The patient was brought to the lab where the right common femoral artery was cannulated in a retrograde fashion. The 6 mm angioguard filter was deployed without difficulty and the physician then placed the precise stent across the lesion without difficulty. There was some residual narrowing and this was post-dilated with a 5 mm balloon. Angiographic evaluation was performed. This confirmed that the stent was in good position and the carotid segment was widely opened. The physician then retrieved the filter. Intracerebral views demonstrated the carotids to be widely patent with an excellent luminal result. No evidence of residual narrowing. The patient was transferred back to the floor in stable condition. Neurologically he was intact. Later that day the patient awoke with some left-sided weakness and neglect. His carotid dopplers showed that the vessel is open but there was moderate disease bilaterally. He has been slightly lethargic, but overall he has been improving through the day. A brain CT the next day revealed there is mild brain atrophy present, and there is a normal variation in the midline falx, unchanged compared to a previous study approximately three weeks earlier. There are no additional or additional new non-contrasted head CT scan abnormalities, and there is no CT scan evidence of acute intracranial hemorrhage, acute hemorrhagic stroke, increased intracranial pressure, or intracranial mass. Nih stroke scale this day was 8. Nih stroke scale was repeated two days later with a score of 1. The product was not returned for evaluation and testing. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Ischemic stroke is a well-known potential adverse event associated with the carotid stent implantation procedure. Stroke is associated with a stoppage or slowing of blood flow to the cerebral arteries. The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. There is no evidence that manufacturing issues contributed to the event. The product was not returned for analysis. No corrective or preventive action will be taken, given that; with the information provided the reported failure/event does not appear to be related to the manufacturing process.

Manufacturer narrative:
Additional details received regarding the previously reported ischemic stroke. The site reported sudden onset of left visual field loss, left hemineglect, and left hemiataxia on (B)(6) 2013. On (B)(6) 2013 at 09:00, the nih stroke scale score was 8 due to partial gaze palsy (¿does not cross to see left side of nose¿), partial hemianopia (¿b. Left vision either eye¿), two limb ataxia (worse in the arm than leg), partial sensory loss (¿right stronger than left, face/arm/ leg¿), mild to moderate aphasia (¿could not describe picture, could identify a couple individual pictures¿), dysarthria (written above: ¿only sees words on right side of page) and partial neglect (left-sided). The rankin stroke scale score was not assessed. An emergent CT of the head on (B)(6) 2013 at 00:47 showed no acute changes. Carotid duplex ultrasound on (B)(6) 2013 demonstrated patent carotid stent, a 50%-69% stenosis in the left ica and patent vertebral arteries with antegrade flow. Consultation on (B)(6) 2013 at 16:05 reported that the patient was slightly lethargic, but overall he had been improving. He was able to answer questions, attention span was minimally decreased. His speech was soft but fluent. Cn were normal; fundoscopic study could not be performed due to small pupils. Visual fields were full but he did neglect to the left. Sensation was intact throughout to light touch, but there was neglect in the left arm and left leg with extinction. Finger to nose test was performed without difficulty on the right and with some difficulty on the left secondary to the neglect. Strength: he had pronator drift and hand cupping, though when he had got to really attend to the left side, his strength was full. Assessment: left-sided neglect, status post right carotid stenting; symptoms are improving; suspected some slight right-sided ischemia secondary to tia vs. Cva. The site reported an event of ischemic stroke on (B)(6) 2013. On (B)(6) 2013 at 10:40 the nih stroke scale score was 1 due to partial neglect (left-sided per note). The rankin stroke scale score was 0. The patient was discharged on (B)(6) 2013 on asa and clopidogrel. On (B)(6) 2014 at 30 day follow up, the nih stroke scale score was 0 and the rankin stroke scale score was 0. Additional information is not available at this time.

Manufacturer narrative:
Please note that the event date is (B)(6), 3013, the same days as the implant /procedure date. No change to the reportability of the file.

Event description:
As reported by the (B)(4) study, the patient had a stroke the same day as his procedure. This is an (B)(6) old male who was enrolled in the (B)(4) study for carotid stenting. The patient has severe extracranial carotid disease on the right with history of right hemispheric stroke. The patient initially began having difficulties approximately three weeks prior to the index procedure. He noted left-sided weakness and numbness. He recovered from this and carotid duplex demonstrated severe carotid disease in the right and he presented now endovascular repair. The patient was brought to the laboratory where the right common femoral artery was cannulated in a retrograde fashion and 6.5 shuttle select catheter was used. Angiographic evaluation was done and this demonstrated the focal narrowing to be approximately 60% by diameter and 80% by area. Act was confirmed to be greater than 250. The 6 mm angioguard filter was deployed without difficulty and the physician then placed the precise stent across the lesion without difficulty, there was some residual narrowing and this was post-dilated with a 5 mm balloon. Angiographic evaluation was performed. This confirmed that the stent was in good position and the carotid segment was widely opened. The physician then retrieved the filter and multiple views were obtained including intracerebral views which demonstrated the carotids now be widely patent with an excellent luminal result. No evidence of residual narrowing. Intracerebral views demonstrated prompt filling of the middle and anterior cerebral segments. Arrangements were made for sheath removal.

Manufacturer narrative:
The patient was transferred back to the floor in stable condition. Neurologically, he was intact. Later that day, the patient awoke with some left-sided weakness and neglect. His carotid dopplers showed that the vessel is open but there is moderate disease bilaterally. He has been slightly lethargic, but overall he has been improving through the day. A brain CT the next day revealed there is mild brain atrophy present, and there is a normal variation subcentimeter lipoma in the midline falx, unchanged compared to a previous study approximately three weeks earlier. There are no additional or additional new non-contrasted head CT scan abnormalities, and there is no CT scan evidence of acute intracranial hemorrhage, acute hemorrhagic stroke, increased intracranial pressure, or intracranial mass. Nih stroke scale this day was 8. Nih stroke scale was repeated two days later with a score of 1. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.